Manufacturer narrative:
During the investigation, the customer's issue could be duplicated. The investigation determined a software issue was the root cause.

Event description:
The initial reporter stated there was an issue with the software of the cobas integra 400 plus software. While testing and implementing their laboratory middleware software, the reporter found that error codes are not being correctly transmitted by the integra 400 plus analyzer. The analyzer has not yet been released for diagnostic testing. The analyzer will assign an error code of "1" to the result if the value of the sample falls outside of a repeat/reference range programmed in the analyzer for a particular test. The analyzer will assign an error code of "2" to the result if the value was measured via dilution of the sample. A sample programmed for automatic dilution on the analyzer was processed and the instrument software showed a flag indicating the value was outside of the reference range that was programmed. The instrument software did not show any flags indicating the sample had been diluted. The customer tried turning off the instrument setting for reference range evaluation so that it would not flag values with a flag indicating the value was outside of the reference range. The sample was then repeated with a programmed automatic dilution. The analyzer software did correctly flag the sample to indicate it had been diluted. The analyzer then only transmitted error code "1". There was no code transmitted which indicated the sample had been diluted.